Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA. Case-(B)(4) rk is associated with this case. While reviewing case-(B)(4) documenting the revision of the right knee, it was discovered that the original email also listed the device information for the unrevised left knee. No allegations were made against this device in the email. At the time of legal notification, a revision procedure had not been performed. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.